Event description:
Customer reported an increase in low positive samples for their sars-cov-2 tma runs. Hologic technical support (ts) reviewed wl (B)(4) using assay lot 286053 on panther instrument sn (B)(4) which had 47 positives out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) discovered that there was a contamination issue in the lab; customer had not been cleaning sample racks frequently enough, and there was a small amount of buildup around the left liquid waste bottle connection. The wl in question was run after hologic field application specialist (fas) went onsite to clean the lab and advise customer on improvement to their workflow. Pas reviewed the wl which had an 18.95% positivity rate, and most of the sample rlus were within the expected range. There was no sign of hardware/reagent preparation issues, so pas concluded there was likely sample mishandling. Fas went onsite to observe customer workflow and updated them with pas latest log review information. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.